Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. H6. Investigation results- there is no specific novation gxl device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2017 and then approximately 5 years, 6 months later was revised on (B)(6) 2022. The reason for revision was not provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.